Manufacturer narrative:
Corrected information: medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product event summary: the controller, four batteries and the controller ac adapter were not returned for analysis. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed a premature power-switching event that was due to a momentary disconnection involving (B)(4). Log files analysis also revealed two controller power-ups with their associated motor starts on 27may2018 at 21:48:21 and 21jun2018 at 13:54:24. No anomalies were recorded prior the loss of power. The controller was without power for seven seconds and nine seconds; respectively. As a result, the reported events were confirmed. The most likely root cause of the premature power switching event can be attributed to momentary disconnections between the controller and battery. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation has been opened to evaluate controllers losing power and implement corrective actions as required. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's controller subsequently tested out of specification during manufacturer¿s analysis. The controller is still in use.

Manufacturer narrative:
Product event summary: the controller, four (4) batteries, and a controller ac adapter were not returned for evaluation. Log file an alysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events due to momentary disconnections involving (B)(6). Additionally, data log files revealed a relative state of ch arge (rsoc) between 101-201 involving batteries (B)(6) and (B)(6), which is indicative of a communication error. Log files analysis also revealed two (2) controller power-ups with their associated motor starts on 27/may/2018 at 21:48:21 and (B)(6) 2018 at 13 :54:24. Data logs prior to and after the first loss of power were not available for analysis. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 23% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 26% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 7 seconds and 9 seconds; respectively. As a result, the reported events were confirmed. There is no evidence that the lubrication servicing was performed on the reported device(s). The most likely root cause of the reported communication errors can be attributed to the controller not receiving responses from the battery or due to the packet error checking method detecting bit errors. The most likely root cause of the premature power switching event can be attributed to momentary disconnections between the controller and battery. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: battery, (B)(6) d10: no h3: yes h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 controller 2.0, con312733 d10: no h3: yes h6 FDA results code(s): 3213 battery, (B)(6) d10: no h3: yes h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery, (B)(6) d10: no h3: yes h6 FDA conclusion code(s): 12 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that that two batteries exhibited communication errors.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650 / expiration date: 08/31/2016, UDI #: (B)(4), device available for evaluation: no, mfg date: 08/31/2015, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650 / expiration date: 08/31/2016, UDI #: (B)(4), device available for evaluation: no, mfg date: 08/31/2015, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650 / expiration date: 08/31/2016, UDI #: (B)(4), device available for evaluation: no, mfg date: 08/31/2015, labeled for single use: no. Brand name: heartware ventricular assist system ¿ cac adapter: cac adapter / (B)(4) / model #: 1425us, device available for evaluation: no, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing power switching on their devices, and they briefly loss power. The devices are still in use. No patient complications have been reported as a result of this event.